Event description:
Litigation papers allege pain and discomfort in his thighs, groin, and hip areas surrounding the implants, grinding and clicking sensations when walking of going to and from a sitting position, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, heart complications, and severe chromium and cobalt metal toxicity. The patient will likely undergo revision surgery in the future.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.